Manufacturer narrative:
The reported issue of the autopulse exhibited ua19 (max applied load exceeded) error message was not confirmed during the initial functional testing however was confirmed during the archive review data. The issue was attributed to multiple ua19 due to the chest stiffness of the patient and patient weight exceeding maximum permitted, 300 lbs. Unrelated to the customer complaint, front cover was observed to be cracked during visual inspection and the encoder drive shaft does not rotate smoothly, exhibits binding and resistance. In addition, during testing, the device stops compressing frequently due to fault 27 (encoder fault), the drive shaft is turning at a speed higher than 3000 rpm. The fault was found to be due to the defective encoder. The autopulse platform is a reusable device and was manufactured in 2010 therefore, this type of damage is characteristic of normal wear and tear for the life of the device. Based on the archive review, the device was used on a very large stiff to compress patient (max load sum exceeded 319 lbs). The load plate detected too much weight being applied exceeds 270 lbs/123 kg. After front cover was replaced, clutch plate was deburred and drive shaft encoder was replaced, the platform was further tested and passed all testing with no issue or faults observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
The (B)(6) years old male patient weighing (B)(6) pounds went into cardiac arrest and manual CPR was performed. Rosc was achieved. Two minutes later, the patient was placed onto the stretcher for transport and during the transport the patient coded. Then the use of the autopulse platform was applied to the patient and it stopped after 5 compressions due to user advisory (ua) 19 (max applied load exceeded) error message exhibited. To troubleshoot the issue, the autopulse platform was restarted multiple times but the issue was not resolved. The use of the autopulse platform was discontinued and manual CPR was performed for the duration of the transport time. No known patient consequences or harm was reported.